Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's technical service center to report a burn mark on the table, which occurred on the homechoice (hc) during use, patient connected. The caregiver stated that there was a burn mark on the table where the home choice was. The technical service representative explained that the alarms need to be called in while they are active for troubleshooting. The caregiver wanted a new machine because of burn mark on the table. The caregiver would call the peritoneal dialysis registered nurse for programming and to let them know that the home patient is receiving a 10.4 home choice. The technical service representative initiated a swap. The home patient was diabetic and was on insulin or diabetes medication. Therapy was discontinued prior to completion of two (2) full cycles. The home patient was informed that missed therapy together with insulin or diabetes-related medication use may cause blood sugar to fall, and was advised to talk with their nurse or health care professional immediately after the end of this call. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis until the new machine would arrive. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device passed rite electrical test. The device passed rite functional test. External/internal inspection was performed and passed. There were no burn marks in or around the device. All voltages were within specifications. A check of the pneumatic system found the pneumatic system working to specifications. Multiple short simulated therapies were performed and passed successfully. The reported issue of a burn mark on the table could not be confirmed. The assignable cause for the burn mark was undetermined. The device was subsequently forwarded to service. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.